Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified mid left anterior descending artery. When flushing the 2.75x28mm taxus express2 drug eluting stent (des), the physician noticed that some of the stent struts were lifted. The device never entered the pt and the procedure was successfully completed with another of the same device. No pt complications were reported with the pt's current condition listed as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.